Event description:
It was reported by service report that the bed scale was not working due to the user not properly zeroing the scale prior to use. No pt involvement or adverse consequences are reported.